Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was attempting to change the insertion site, but the insulin pump was stuck on the fill tubing stage. The customer's blood glucose was 70 mg/dl. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer stated that he was unable to exit the fill tubing stage. The customer was advised that the insulin pump would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, prime, basic occlusion and occlusion tests. The insulin pump primed properly and no prime anomaly was noted. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.